Event description:
It was reported that unit stopped during compression on pt. Customer indicated that all their batteries have recently been replaced and the battery charger was recently repaired. Customer also stated that they have discontinued using the systems and would like to know why the systems are failing every time they are used. This report pertains to the battery identified with serial# (B)(4), which was returned with the autopulse resuscitation system discussed in report# 3003793491-2012-00236.

Manufacturer narrative:
Battery s/n (B)(4) was returned for eval. The battery passed testing. However, the archive file indicates that the battery was not properly maintained, it was not test cycled on a monthly basis. The battery management program literature indicates that the battery should be test cycled once every month. Based on the data obtained from the archive file, this battery was test cycled 9 times instead of 18. No info about pt condition was provided.